Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that o (B)(6) 2025, a 29mm navitor vision valve (serial: (B)(6)) was chosen for implantation utilizing a large flexnav delivery system. Pre-dilation was performed with 20mm true balloon. The valve was implanted too deep at 6-8mm on non-coronary cusp, resulting in mild+ perivalvular leakage (pvl) and moderate to severe central regurgitation. No under expansion was observed. Post-implant balloon valvuoplasty (bav) was performed with a 23mm edwards balloon. Leaflet coaptation was not centralized and shifted to the left coronary cusp where the aortic regurgitant jet was present. It was decided to implant another 29mm navitor vison (serial: (B)(6)) within the first valve. The valve in valve was completed successfully and resolved the issues. The patient remained hemodynamical stable throughout the procedure.

Manufacturer narrative:
The device was not returned for analysis. An event of central regurgitation, perivalvular leak (pvl), incomplete coaptation, and aortic regurgitation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported central regurgitation and aortic regurgitation appear to be cascading events of the incomplete coaptation. The reported pvl and incomplete coaptation appear to be related to procedural conditions (deep implant depth). The reported unexpected medical intervention and surgery were the results of case-specific circumstances.